Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump was alarming. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/03/2017. Device evaluation: the device has been returned and evaluated by product analysis on 09/08/2017 with the following findings: a review of the black box data and alarm history revealed multiple cs 145 occlusion alarms occurred due to high force on (B)(6) 2017. During investigation, the pump ez-prime steps were performed correctly with no cs 145 alarms or other warnings occurred during testing. The complaint of an occlusion issue was shown in the pump history but was not duplicated during investigation. The pump¿s cover was removed and moisture corrosion was found to the power printed circuit board and to the force sensor flex pins. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.